Manufacturer narrative:
(B)(4). Approximate age of device ¿ 52 days. The event occurred at university of (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's lactate dehydrogenase (ldh) increased to 1300 u/l. The patient's anticoagulation therapy was increased and the patient remains ongoing. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The report of elevated lactic acid dehydrogenase could not be confirmed through this evaluation. Analysis of the log file provided by the account confirmed transient elevations in pump power; however, a specific cause for this finding could not be conclusively determined. A direct correlation between heartmate ii lvas and the reported event could not conclusively be established through this evaluation. A review of the submitted log filed revealed transient power elevations. Pump speed remained above the low speed limit and the system appeared to be operating as intended. The patient remains ongoing on heartmate ii lvas and no further events have been reported. The heartmate ii lvas instructions for use (IFU) lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assists system and explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also outlines the recommended anticoagulation therapy and international normalized ratio range. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.